Event description:
The customer received questionable high results for free triiodothyronine (ft3), free thyroxine (ft4) and thyrotropin (tsh) on the cobas e411 rack analyzer. The number of patient samples involved in the event is unknown. The customer only provided results for two patient samples that were discrepant for ft3 & ft4. Patient sample 1, the initial ft4 result was 28 ng/dl; the repeat result was 11 ng/dl. Patient sample 2, the initial ft3 result was 8.7 pg/ml; the repeat result was 3 pg/ml. The customer said they always repeat all abnormal high results. The patients were not affected by the event as no erroneous results were reported outside the laboratory. The reagent lot number for ft4 was 159369. The reagent lot number for ft3 was 158371. The field service engineer found a problem with the measuring cell. He performed cleaning maintenance and ran performance tests which were within specification.

Manufacturer narrative:
The event occurred in (B)(6).